Event description:
Approximately 3.5 months after implant, the device began to exhibit intermittent failure to provide regularly programmed stimulation. Device was replaced, returned to MFR, and evaluated. Results of eval indicate that failure was caused by internally damaged microprocessor. Device malfunction resulted in no injury to patient.